Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00259 (collagen corp #1025908). This is the first MDR submitted for the first suspect product. A pt reported that on or about 8/13/99 she was skin-tested in the right forearm, and again on or about 8/27/99, in the left forearm. The results of both tests were negative. In 1999, the pt was treated with two formulations of product in the nasolabial folds. "Shortly afterward," the treatment sites became "very lumpy," with raised, white patches, some redness and itching, and a small "cyst" on each side. The pt saw the physician on 9/13/99 and was told to wait for the skin to absorb the collagen. The physician prescribed oral clindamycin and massage. The pt does not recall the physician mentioning a diagnosis.